Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the second inflation at 10 pounds per square inch (psi) to rate psi for 3-5 seconds, the balloon ruptured. After deflating the balloon, it was removed through the sheath. The procedure was completed with a different device. There were no patient complications as a result of this event.